Event description:
Fractured defibrillator lead. Pt c/o "tingly" sensation in l upper chest. Had 5 episodes of sustained tachycardia since 05.08.97 with 4 shocks and 2 aborted shocks. Also 15 episodes of non-sustanied tachycardia. Xray revealed lead was fractured at the level of the clavicle.